Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an 11-year-old ilet user experienced prolonged hyperglycemia with a peak blood glucose of 321 mg/dl for over three hours, accompanied by device alerts, in the context of missed meal announcements, nighttime snacking, and repeated false meal announcements by a caregiver; a supply change was performed, large ketones were initially detected, and the caregiver briefly disconnected the ilet and administered multiple daily injections, after which blood glucose returned to 122 mg/dl and ketones became negative. Symptoms included hyperglycemia without reported systemic symptoms. Outcomes included return of glucose to target range without hospitalization or professional medical intervention beyond coaching. Investigation included clinical troubleshooting, education on correct use, and ketone action plan review. Investigation of this case revealed user-related issues, specifically behavioral factors including missed meals and false meal announcements that can maladapt the automated insulin dosing algorithm; no hardware damage, occlusion, or infusion set failure was observed after supply change. It was concluded, based on previously established findings for similar reports, that the cause was use error due to missed or inaccurate meal announcements and non-adherence to recommended operating practices.